Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced hub separation from the device during use. The following information was provided by the initial reporter: it was reported that during activating the needle shield, it turned to the right instead of going straight to cover the needle. Then it detached and the needle was completely exposed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced hub separation from the device during use. The following information was provided by the initial reporter: it was reported that during activating the needle shield, it turned to the right instead of going straight to cover the needle. Then it detached and the needle was completely exposed. After phlebotomy, as the la was activating the needle shield, it turned to the right instead of going straight to cover the needle. Then it got detached and the needle was completely exposed. Lot #9052655, exp 2024-02-29.